Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of peritonitis in a (B)(6) male patient . On (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient's peritoneal effluent was analyzed with results not reported. A peritoneal effluent culture on that same date had unknown results. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient began treatment. The root cause of the peritonitis was unknown. It was unknown whether the peritonitis resolved.

Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510 (k) number will not be provided in the emdr as the product code and lot number are unknown. A batch review will not be performed as the lot number is unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.